Manufacturer narrative:
Visual evaluation under magnification shows minimal electrode wear with dried tissue present on the electrodes and spacer. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in saline solution using default and max settings and the ablate and coag function performed as intended. The suction and saline lines were tested and also performed as intended. There were no manufacturing or design issues identified during the evaluation. Factors, not associated with the manufacture or design of the device which could result in dermal burns are outlined in the precautionary statements of the instruction for use (IFU) supplied with the product. In cases of similar injuries they stem from irregular or inappropriate use of the device. The customer more than likely did not follow IFU instructions in regards to suction, fluid removal or wand activation away from the targeted area. The direct relationship of the device to the complaint is uncertain; but it is likely that it may have been used in a manner that the IFU does not recommend. IFU review found it provides adequate warnings and precautionary statements regarding the prevention of accidental patient injuries. There are no indications that would suggest the wand did not meet product specifications upon release into distribution. No remedial, corrective or preventive actions were found to be required, as no manufacturing, material or design issues were identified.

Event description:
It was reported that during a procedure using an evac 70 xtra icw wand, the patient allegedly sustained a burn near the mouth area. No additional details were provided regarding the severity, treatment or patient outcome; however, no further patient complications have been reported. Attempts to get additional details were unsuccessful.